Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 3/16/2016. Date of follow-up report: 4/29/2016. The device was received and the investigation found that no unintentional activations were observed during testing, however, the investigation did find a failure with the bipolar receptacle may have caused or contributed to the reported condition. The bipolar receptacle was replaced to address the condition, but a root cause was not identified.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that activation without touching the footswitch was observed during a laparoscopic tubal ligation where kleppinger bipolar forceps and a forcetriad generator were in use. Devices initially worked as expected, however, after adjusting device setup no output was observed. The customer then readjusted the device which began working as expected then stopped working again. The device then activated without any contact with the pedal and as the device jaws were open. There was no sound just visualization of the tube burning. Procedure was completed with the same device. No patient injury reported.